Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device evaluation by manufacturer? Yes. D9: returned to manufacturer on: 19-dec-2024. Investigation summary: bd received two samples and two photos for investigation regarding lot 4184021. One of the customer photos shows two eclipse needles, with one sample missing the np sleeve. Upon visual inspection, one of the two returned samples failed testing due to the absence of the sleeve on the device. Additionally, 30 retained samples were visually inspected, and all passed testing as they had the sleeve present on the np cannula. For lot 4249982, one customer photo shows a device with the hub separated from the collar. Furthermore, 20 retained samples underwent a visual functional test for defective locking mechanism and hub/collar separation. All these samples passed testing with no signs of damaged parts or separation during activation of the safety shield. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4184021, for the indicated failure mode: empty/missing. This complaint has been confirmed for the lot 4249982, for the indicated failure mode: hub/collar separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Bd received two samples and two photos for investigation regarding lot 4184021. One of the customer photos shows two eclipse needles, with one sample missing the np sleeve. Upon visual inspection, one of the two returned samples failed testing due to the absence of the sleeve on the device. Additionally, 30 retained samples were visually inspected, and all passed testing as they had the sleeve present on the np cannula. For lot 4249982, one customer photo shows a device with the hub separated from the collar. Furthermore, 20 retained samples underwent a visual functional test for defective locking mechanism and hub/collar separation. All these samples passed testing with no signs of damaged parts or separation during activation of the safety shield. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4184021, for the indicated failure mode: empty/missing. This complaint has been confirmed for the lot 4249982, for the indicated failure mode: hub/collar separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, the needle was missing the protective sleeve.